Event description:
Follow-up revealed the patient decided to have his ipg explanted. The procedure took place on (B)(6) 2015 and was reported under MFR. Report # 1627487-2014-05845. The lead was left implanted.

Event description:
It was reported the patient has been unable to receive pain relief from stimulation since falling. An impedance check revealed no anomalies, but reprogramming was unable to provide resolution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.